Event description:
The pump was returned for investigation. Investigation revealed that the u4 component was shifted on the pcb.. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were multiple 145 occlusion alarms recorded in the alarm history and the black box. During the load step, the pump stops immediately at 205 units. Investigators were able to prime the pump, force sensor calibration reading is within specifications. The pump was opened and inspected and the u4 component was shifted on the pcb. (B)(4). Device history record review was conducted on 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed /that it was operating within required specifications at the time of release.